Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned intact. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was also performed and noted blockage within the lumen due to deformed coils. There were deformed coils approximately 83-85 mm and 216 mm from the terminal end, and surface insulation electro-cautery damage was present. Based on laboratory analysis, the damage to the lead was deemed to be induced by the user.

Event description:
It was reported that this lead was an attempted implant. During the procedure, the wire inside the insulation was extruding and observed to be deformed. Lead parameter measurements were also abnormal (not specified). The procedure was successfully completed with another lead and no adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this lead was an attempted implant. During the procedure, the wire inside the insulation was extruding and observed to be deformed. Lead parameter measurements were also abnormal (not specified). The procedure was successfully completed with another lead and no adverse patient effects were reported. The lead is expected to be returned for analysis.